Manufacturer narrative:
Lot number corrected from 0023110433 to 0023204735. Expiration date corrected from 12/19/2020 to 1/16/2021. Device manufacture date corrected from 12/20/2018 to 01/17/2019. Device evaluated by MFR: the returned complaint device consisted of a rotapro plus device. The advancer unit and burr unit were received together with the rotawire in the device. The rotawire was removed with some restriction due to wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.75mm rotapro catheter and a rotawire were selected for a percutaneous coronary intervention (pci) procedure in a severely calcified lesion. During removal, a kink on the guidewire was noted and the guidewire was unable to be removed from the catheter. The catheter and wire were removed together as one system from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.75mm rotapro catheter and a rotawire were selected for a percutaneous coronary intervention (pci) procedure in a severely calcified lesion. During removal, a kink on the guidewire was noted and the guidewire was unable to be removed from the catheter. The catheter and wire were removed together as one system from the patient. The procedure was completed with another of the same device. There were no patient complications reported.